Event description:
It was reported that while using the kit bd max enteric viral panel that there was fasle positives. The following information was provided by the initial reporter: false positives with adeno eqa panel accident occurred during use. 1. Equalis rota/adenovirus: the eqa panel has been analyzed twice with bad overall results. Loads of rota/adeno-double positive samples for which adenovirus-results has bad amplification curves with low altitude (presumably false pos). Intended results are not available yet but the runs look so bad that we¿d appreciate immediate help with troubleshooting. See run 2098 (17 nov) and run 2099 (18 nov), samples 22m06478-22n96485 false results have not been reported. There has been no harm to patients. Ct1198.

Manufacturer narrative:
Common device name: gastrointestinal pathogen panel multiplex nucleic acid-based assay system. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01480 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that while using the kit bd max enteric viral panel that there was false positives. The following information was provided by the initial reporter: false positives with adeno eqa panel accident occurred during use. 1) equalis rota/adenovirus: the eqa panel has been analyzed twice with bad overall results. Loads of rota/adeno-double positive samples for which adenovirus-results has bad amplification curves with low altitude (presumably false pos). Intended results are not available yet but the runs look so bad that we¿d appreciate immediate help with troubleshooting. See run 2098 (17 nov) and run 2099 (18 nov), samples (B)(6). False results have not been reported. There has been no harm to patients. (B)(4).